Event description:
Customer reported that she was changing the reservoir and received a software alarm. Customer had just had a meal and was going to treat when the alarm occurred. Blood glucose value was 258 mg/dl. Customer does not have a back up plan; she was going to the emergency room to get a back up plan and treat. Customer was assisted with clearing the alarms and then received an external flash error alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with constant e22 alarm and followed by a32 alarm, problem isolated to the mother board. Unable to verify e23 alarm due to constant e22 alarm and a32 alarm. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.